Event description:
The manufacturer received information alleging a ventilator required preventive maintenance. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, critical errors were observed in the error log. The system main pca was replaced as the repair. In addition periodic maintenance 2 was performed, the pollen filter, exhaust fan assembly, front enclosure overlay, and 43 micron filter were replaced. The device passed all tests.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, critical errors were observed in the error log. The system main pca was replaced as the repair. In addition periodic maintenance 2 was performed, the pollen filter, exhaust fan assembly, front enclosure overlay, and 43 micron filter were replaced. The device passed all tests. The system board was evaluated by the manufacturer's product investigation laboratory (pil) and found the system board functioned as designed and operated without issue or error codes.